Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that pacing impedances on this left ventricular (lv) lead had been increasing for several months, eventually reaching greater than 2000 ohms. Pacing thresholds were reportedly stable. No adverse patient effects were reported. The lv lead and associated implanted device remain in service.

Event description:
Additional information was received that the left ventricular (lv) lead impedance measurements continue to be out of range and there was now high lv threshold measurements. They are continuing to monitor the patient and the lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.